Event description:
It was reported that while the patient was in the hospital being treated for non-device related internal bleeding, the device exhibited intermittent undersensing of vf events. Patient had received several device shocks and needed external cardioversion. Several shocks were unsuccessful and episodes ended when the rate dropped into the sinus zone. Programming changes were recommended.